Event description:
It was reported that the device exhibited an error: cassette attachment issue. There was no reported patient involvement.

Manufacturer narrative:
E1: phone ext (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: additional information was received that the issue occurred during patient use. There was a delay in infusion therapy. No patient harm/adverse event was reported.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was confirmed during functional testing due to a foreign material stuck where the cassette fits. During visual inspection the downstream occlusion(dso) seal was found degraded. The dso seal was replaced.